Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain in the pocket site and the ipg felt loose which caused discomfort when sitting for long periods of time. It was noted that the patient had difficulty charging the ipg and that it can be felt through the skin. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.